Manufacturer narrative:
The lot number was provided for the malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf400f vena cava filter allegedly experienced malposition of device, detachment of device or device component, and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for the malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. Therefore, the investigation is confirmed for filter limb detachment; however, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf400f vena cava filter allegedly experienced malposition of device, detachment of device or device component, and perforation. This information was received from one source. The malfunction involved a patient with no reported consequences. The 60 year old male patient weighs 111 kgs.